Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. An xt clip was inserted but posterior leaflet became caught on the gripper. The leaflet was able to be freed from the gripper without causing damage. It was observed that one gripper was not functioning as intended, the gripper line was observed broken. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported broken gripper line and inability to raise a single gripper. The reported difficult or delayed positioning -anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to raise a single gripper and broken gripper line appear to be cascading events of the difficult or delayed positioning. The reported difficult or delayed positioning appears to be related to procedural conditions (gripper caught on leaflet during positioning). There is no indication of a product quality issue with respect to manufacture, design, or labeling.